Event description:
As reported from patient support, care advocate left a voice message to report that a patient died approximately 2 months post tavr with a 26mm sapien 3 ultra valve in the aortic position. Medical records were received for evaluation. At the time of the transcatheter aortic valve replacement, the 26mm sapien 3 ultra valve was implanted successfully with trace paravalvular leak (pvl). Tte performed on pod 1 revealed no vegetation or thrombus and no pvl. The av mean gradient was 15mmhg. A tte performed approximately 30 days post implant revealed mild to moderate pvl and an av mean gradient of 27mmhg.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for increased gradients and paravalvular leak post implantation were confirmed through provided medical records. A review of the DHR d ID not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. As device was not returned , engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per medical record , ''at the time of the transcatheter aortic valve replacement, the 26mm sapien 3 ultra valve was implanted successfully with trace paravalvular leak (pvl). Tte performed on pod 1 revealed no vegetation or thrombus and no pvl. The av mean gradient was 15mmhg. A tte performed approximately 30 days post implant revealed mild to moderate pvl and an av mean gradient of 27mmhg.'' In this case, patient was experiencing paravalvular regurgitation. Regurgitation allows some of the blood that was pumped out of the left ventricle to leak back in. As the left ventricle works harder to keep pushing blood through the deployed valve, which may result in increased gradients. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a definitive root cause could not be determined due to the limited information received. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.